Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed the insulin pump alarmed low battery and then power error alarm 25 was triggered due to connector resistance issues at printed circuit board. After disconnecting and reconnecting the internal battery connector at printed circuit board, the unit was monitored and functioned properly. Then power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unit had minor scratched display window, scratched case, and a pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump kept saying power off. Customer's blood glucose level was not reported. The insulin pump alarmed pump error 25. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.